Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several staff members were unable to log into multiple pyxis devices. These users were not new; therefore, onboarding or initial access setup was not considered a contributing factor. The customer stated that this malfunction caused a delay in dispensing medication to patients, however, staff were ultimately able to remove medications for patients, and no real or significant impact to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the several staff members had been unable to log into multiple pyxis devices. A technical support specialist (tss) reviewed the logs and found that most login failures were due to ¿accountalreadylocked,¿ even though the users were active. Sample users were able to log in successfully. The issue had been reported internally for version 1.7.3, with a fix planned for future releases. Tss advised the workarounds: first, have the impacted user sign in to a windows computer on their domain to reset the accountlockouttime; second, have it manually unlocked the account; and lastly, if needed, have it reset the user¿s password. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several staff members were unable to log into multiple pyxis devices. These users were not new; therefore, onboarding or initial access setup was not considered a contributing factor. The customer stated that this malfunction caused a delay in dispensing medication to patients, however, staff were ultimately able to remove medications for patients, and no real or significant impact to patient care. There were no adverse events or injuries reported based on this event.